Event description:
It was reported that after the dexcom g7 sensor completed warmup, the user received glucose readings in the dexcom app but not on the ilet, consistent with an intermittent communication failure possibly related to the antenna or electrical/magnetic components; troubleshooting included reviewing alarm history showing sensor reconnecting, toggling g6 to g7, restarting the sensor, and pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure, with device components implicated including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.